Event description:
The customer reported the tubing had been hung in the picu and came apart during an infusion while the patient was in the operating room. A photo from the customer shows the distal male luer detached from the pvc tubing. The packaging was discarded so the lot number is not known. The patient was being monitored closely so the separation was detected quickly and there was no harm. She doe snot have any information about how long after priming the separation was noted, nor any other event details medical intervention was not required.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.